Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead shock impedance measurements exhibited a slow rise that had reached 130 ohms. Boston scientific technical services (ts) was consulted and discussed it could indicate foreign material on the lead. Ts discussed the clinic could consider performing defibrillation threshold (dft) testing or commanded shocks to obtain a high energy impedance value. Ts also noted they could continue to monitor until the shock impedance reached between 145 to 150 ohms. The field representative contacted the clinic and was informed that no further testing was performed to date and they plan to continue to monitor the patient at this time. The ICD and rv lead remain in service and no adverse patient effects were reported.